Manufacturer narrative:
Investigation conclusion: investigation pending

Event description:
Caller alleging discrepant inratio value (B)(6) 2015: inratio = 1.4. (B)(6) 2015: inratio = 5.4, lab = 1.1, < 3 hours between tests. Therapeutic range: 3.0-3.5. Patient stopped coumadin on (B)(6) 2015 and was instructed to restart coumadin on (B)(6) 2015 based on lab inr. Patient was scheduled for eye surgery on (B)(6) 2015 and lovenox was prescribed for ten days commencing on (B)(6) 2015. Eye surgery was an outpatient event. No additional information provided

Manufacturer narrative:
The product associated with the complaint was returned for investigation. The complaint was not confirmed during in-house investigation. The meter and strips continue to meet specification and no product deficiencies were observed. Functional testing was performed on the returned meter with passing results. A review of the manufacturing records for the lot did not uncover any non-conformances. Lot meets release specification. Improper techniques were identified in the complaint. These cannot be ruled out as a possible root cause for the unexpected results. Customer was taking lovenox at the time of the alleged event. Per product insert - limitations, "this test should not be used for patients on heparin therapy." This is considered off-label usage and cannot be ruled out as a cause for the unexpected results experienced by the customer. The impedance curve analysis associated with this case found the curve exhibited an abnormal slope change. Our CAPA investigation (CAPA-(B)(4)) has determined that impedance curves with weak slope change can cause discrepant results. The inratio meter software may generate an incorrect or discrepant inr result when the patient sample exhibits a weak-slope change impedance curve an impedance curve with a weak-slope change has been identified in CAPA-(B)(4) to contribute to a potential discrepant result. Further investigation is being performed under CAPA-(B)(4) for this issue. Corrections: brand name: removed inratio pt/inr test strips (as the complaint device) and added the inratio2 pt monitoring system (monitor). Model #: removed inratio pt/inr test strip and added the monitor model 200432 lot#: removed inratio pt/inr test strip lot number and included serial number of monitor as above removed the monitor as a concomitant medical product and added the inratio pt/inr test strips (B)(4). Labeled for single use: changed from "yes" to "no" since the monitor is not a single use device. Usage of device: changed from "unknown" to "reuse" since the monitor is not a single use device.